Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose was 200 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned